Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and that the uso (upstream occlusion seal) was contaminated. Functional and visual tests were performed, and the reported issue was duplicated. Upon further investigation, it was found there was evidence of liquid ingression and significant corrosion covering every part inside the device. The device was considered beyond economical repair (ber).

Event description:
It was reported that the pump did not turn on. During physical inspection. It was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.